Event description:
A healthcare professional reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #3. The patient returned on (B)(6) 2025 after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted infection, and the implant had lost osseointegration. The device was removed on (B)(6) 2025 and not replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).